Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the reported event of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4: reference MFR report: 1627487-2016-01733, 1627487-2016-01734 & 1627487-2016-01735. It was reported the patient was having drainage at the lead insertion site. Additionally, there was redness, warmth and swelling at the ipg site. The patient was sent to an infectious disease doctor and was prescribed antibiotics but the symptoms have not cleared up. Follow-up identified the patient's entire scs system was explanted.